Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the fin of the retrograde drill broke during deployment. The bottom hook was not attached to the rest. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.

Manufacturer narrative:
H6, health effect - impact code was updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The actuator wire is detached from the slider on the proximal end of the device. There is debris on the device. A functional assessment of the device found that the drill could not deploy as intended due to the actuation wire being disengaged from the slider. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Our clinical investigation concluded: per email communication, there were no broken pieces inside the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: additional information on b4.

Event description:
It was reported that, during an acl ligamentoplasty, the fin of the retrograde drill broke during deployment. A loose metal rod did not not allow the forest wing to be deployed, the bottom hook was not attached to the rest. The procedure was completed with five minutes of delay using a back-up device. No further complications were reported.